Event description:
A medtronic representative reported a biopsy guide that would not lock securely. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
Lot # and manufacture date now provided.the returned guide was found to be fully functional. Was able to lock down and release without issue. No problem found.